Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016. Customer's blood glucose was 12-17 mmol/l at the time of the hospitalization. Customer stated that the doctor was concerned with the high blood glucose and pregnancy. Customer got a new insulin pump and was released. Customer was off the pump for 4 hours prior to the hospitalization. Customer will be sent a tubing clamp and was advised to call back to perform the high pressure test. Customer stated that they got a new insulin pump and the alarm kept going off every 20 minutes in the last hour and a half. Customer stated that they were having trouble hearing the beeps. Customer performed the self test and passed. Customer stated that the pump did vibrate during the self test. Customer's blood glucose was 9.1 mmol/l at the time of the incident and their current blood glucose is 12.1 mmol/l. Customer stated that they treated with the pump. Customer was advised to monitor the pump.